Event description:
It was reported that a patient underwent ligation and resection of mixed hemorrhoids under combined spinal and epidural anesthesia on (B)(6) 2023 and suture was used. During the routine opening of the suture for suturing, it was found that the middle of the suture was broken, leaving about 30cm long. Normally, the suture was 70cm long and unusable. Changed to another one to complete the surgery. This incident occurred when the suture ruptured, prolonging the patient's surgical time. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Did wound dehiscence occur? Did infection occur? What is the current status of the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.